Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported that the sensor adhesive did not stick. The customer's blood glucose was 46 mg/dl, which was treated with a drink. He advised that his blood glucose was low due to riding a bike. He stated that when he removed the sensor, the cannula retracted. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection; found sensor cannula bent. Unable to confirm customer received sensor in said condition due to customer returning it opened/used. Unable to confirm adhesive anomaly on opened/used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.